Event description:
It was reported that customer experienced cgm error message while using sensor and pump. There was no reported impact to the customer¿s blood glucose level. Customer contacted distributor, and technical support guided customer through complete pump reset, after which error did not recur and customer successfully started new sensor session; device was not returned and no further actions were documented.